Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2026. It was reported that they were in their second day of a 2 week trial and that since the trial started, their symptoms were worsening. The patient said since they started their current trial, sometimes they weren't urinating when they sat down on the toilet and prior to this trial, they would at least do a small amount and self-cath to get the rest out. The patient said with the current trial, they'd gotten maybe 100 ccs out so far. They said they had "some 0's" and not very much urinating now and it was discouraging. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss their symptom concerns and to discuss making an adjustment to their therapy but also reviewed the patient could call back for assistance in making a therapy adjustment the hcp requested them to make a change. The external devices were functioning as intended at the time of the call.